Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product. A synergy ii us mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The investigator inflated the device to rated burst pressure without issue. A vacuum was pulled, and the balloon deflated within specification. The inflation device was verified before and after use. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06mar2020. It was reported that the device was defective. During use of a 3.00 x 38 synergy drug-eluting stent it was noted that the device did not work. The procedure was completed with a different device. No known patient complications were reported. However, returned device analysis revealed stent damage.